Event description:
It was reported that during a ptca procedure, the physician experienced initial inflation difficulties with the balloon. Upon removal, the balloon would not deflate properly and was removed without incident. No pt injuries or complications occurred.